Event description:
Per the physician, the patient was taken to the or twice (dates unknown) for debridement at the site of the fixture. The patients abutment was removed, however the patient was still experiencing pain and was administered antibiotics (type not reported). This did not alleviate the issues and the patient¿s fixture was explanted (B) (6), 2010. There are no plans for reimplantation at this time.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).